Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 5.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.66 inr. Patient's dose of warfarin was held based on meter result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.